Event description:
According to the event description: "patient was having rituximab treatment using subsequent rate infusion chart. Observations were taken at 15:47 and patient was already on the top rate (221.8mls/hr) so the infusion was continued for another 30 minutes and I calculated that the infusion would finish within 90 minutes. Another member of staff continued the infusion 30 minutes later. At 16:50 I went to the patient again and there was still approximately 150mls of the treatment left. Looking at the pump check chart the patient should have received around 600mls of rituximab and the total volume was 610mls, however there was much more remaining. Patient was here almost 1 hour longer than intended."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (b(4). Premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The data of the complained pump was for an infusomat space (article no. (B)(4)) with serial number (B)(6). The uploaded history files of the pump stated in the complaint were analyzed. According to the uploaded history files and the information stated in the complaint, the therapy was on the (B)(6) 2025. At 13:41 a new vtbi therapy was configurated. A vtbi of 110.9ml and a time of 30 minutest were set. The therapy was started with a flow rate 221.8ml/h. The vtbi therapy was repeated 4 times. During the third therapy two air bubble alarms occurred. The alarms were confirmed, and the therapy was started again with no further action. After the 4th vtbi therapy (vtbi of 110.9ml and a time of 30 minutest) a fifth vtbi therapy with the same parameters was started at 15:54. The therapy was stopped at 16:01 and the door was opened. From 13:41 to 16:01 in total 469.94ml were infused. According to the history log files no under infusion could be comprehended. The defect was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.